Manufacturer narrative:
1. Summary of investigation results: sample material from the patient was tested, and no interfering factors were detected. There was no evidence of a device malfunction. 2. Summary of follow up/corrective actions taken: none.

Manufacturer narrative:
1. Summary of investigation results: sample material from the patient was requested for further investigation. 2. Summary of follow up/corrective actions taken: investigation is ongoing. 3. Device returned to manufacturer? No. 4. Device labeled "for single use?" No. 5. Device reprocessed and reused? No.

Event description:
1. There was an allegation of questionable elecsys t4 results for one patient from the cobas 6000 e601 module. 2. Patient age range: 53 year. 3. Patient weight range: asku. 4. Patient sex breakdown: male. 5. Patient race breakdown: asku. 6. Patient ethnicity breakdown: asku.